Event description:
It was reported, that the video system center would shut off when custom1 on the front panel was pressed. Custom 1 was set up to the wrong settings and the video system center would cycle through to a blank screen. The technician would turn off the machine, turn it back on and the video returned. The issue occurred during preparation for use, and it was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. In speaking with olympus technical assistance support (tac) via phone, the customer was able to resolve the issue. The input setting on the monitor was setup to the incorrect setting. The device is working properly. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the results of the investigation, it is likely the following led to the malfunction: the input setting of the monitor was wrong. Olympus will continue to monitor field performance for this device.